Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va15r9f, implanted: (B)(6) 2016, product type: lead. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
The patient via a manufacturer representative (rep) reported a shocking sensation in the left side of their body. As a result stimulation was turned off and the device was interrogated on date notified, showing contacts 8 <(>&<)> 10 = 8438 ohms and 9 <(>&<)> 10 = 10 25 ohms. The issue unresolved at the time of the report. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.